Event description:
Peripheral IV hung at 1500 on 8/29 at a rate of 15 cc/hr. Pt demonstrated signs of dehydration (significant). Rn noted IV bag still very full at 1420 on 8/30. Pump and tubing changed, and the pt improved over 1-2 days. Multiple bolus of fluid required. Rn assumed pump non-infusion. Vital signs: hr-180-190 rr-90's, temp spiked, urine output: decreased, glucose: 37.